Manufacturer narrative:
Per investigation results from manufacturer: during the manufacturer's technical inspection, the error description provided by the customer "no light, very hard to see through" was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, its concluded that the cause of the described fault is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a led fault. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was no light, very hard to see through. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).